Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The revision reported was likely the result of femoral loosening as reported, prosthesis wear of the patella, and/or due to the inclusion of the polyethylene in the packaging recall. However, the femoral loosening cannot be confirmed from the information provided but may be due to over 10 years of use and/or due to an insufficient bond between the femoral component and cement. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that approximately 138 months after a right total knee replacement procedure, the patient underwent a revision procedure to address persistent effusions, weightbearing pain, a loose femur and recalled poly. Revision surgery operative notes were provided. Pre-op x-rays showed large effusion and osteolysis around the periphery of the tibial and femoral components. The patella was found to be delaminated with yellow oxidation. The femoral component was found to be grossly loose. The tibial component was well-fixed. The patient was revised to exactech devices. The patient was awakened and taken to recovery room in stable condition. No further issues or complications were reported. Images and x-rays were provided. No additional information is available.

Manufacturer narrative:
D10: (B)(6) - 02-010-01-0350 - logic femoral ps cem right sz 5. (B)(6) - 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. (B)(6) - 200-02-38 - three peg patella 38mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00711. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.